Manufacturer narrative:
Other applicable components are: product ID (B)(4) lot# serial# (B)(4) implanted: explanted: product type recharger product ID (B)(4) lot# serial# (B)(4) implanted: explanted: product type recharger product ID (B)(4) lot# serial# (B)(4) implanted: explanted: product type recharger if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient and a manufacturing representative (rep) reporting that the patient had called back again because yesterday they did not have their patient programmer (pp) with them to check to see if that worked properly with their device and now they had it. The patient stated that the pp worked with their ins and it showed that their stimulation was on. The patient stated that since it worked they thought it was the issue was with the other part (dtc). The patient had a warm transfer to repair. It was reported that they had a bad connector pin. No patient harm was reported. Information was also received from the rep indicating that they had called the patient to schedule a time to meet with them to address their recharging issues. They reported that the last patient encounter they had on record was for a reprogramming session on (B)(6) 2015, which was with another rep. No further complications were reported/anticipated.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 37751, serial# (B)(4), product type: recharger. Product ID: 37761, serial# (B)(4), product type: recharger. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2017, information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the recharger was not charging. No patient complications have been reported because of this event. No symptom was reported. On (B)(6) 2017, additional information was received reporting that the patient had poor/no telemetry with recharging. Poor communication was reported as the patient stated that their recharger was not communicating. The patient stated that they had gotten their replacement recharger because their previous recharger was showing ¿the same picture on the screen¿. It was stated that today the patient stated that the recharger screen would come up but it was showing poor communication (reposition antenna) screen, then stated that it was the same thing as their last recharger. It is unknown if the patient was able to communicate with another external device because the patient did not have their patient programmer (pp) with them, so no troubleshooting could be done. They were no sure if the pp was communicating with their device or not. It was reviewed that since their previous recharger was showing the same screen, the issue may be with the ins. The patient stated that they had an appointment with their doctor tomorrow. There were no symptoms reported. It was reported the event occurred on (B)(6) 2017. Patient services reported that they were not sure if the patient¿s ins was too low and needed to be trickle charged or if there was just a problem with the recharger not charging and that the patient may just need a new desktop charger. It was reported that they left a voicemail for the patient to confirm what was happening. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID 37751, (B)(4), product type: recharger, product ID: 37761, (B)(4), product type :recharger ,product ID :37761, (B)(4) product type: recharger. Analysis of the desktop charger, product ID: 37751, (B)(4) found the connector pin was broken and the recharger product ID: 3776, (B)(4) had no anomaly. If information is provided in the future, a supplemental report will be issued.